Manufacturer narrative:
On (B)(6) 2021, the stimulator was explanted, and no further issues have been reported. Based on this information, the discomfort/pain was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the pain/discomfort is unknown/no problem found.

Event description:
The patient had an implant procedure performed on (B)(6) 2020. On (B)(6) 2021, the patient reached out to the clinical representative to disclose the stimulator was going to be explanted on that day because the patient was experiencing discomfort after the implant even when the stimulator was not in use.